Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant attempt, difficult puncture of the femoral vein resulting in puncture of the femoral artery. Difficult localization of femoral vein. Both venous and artery access closed by femostop. The patient was enrolled in the micra transcatheter pacing study. No further patient complications have been reported as a result of this event.